Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels of 37 mg/dl. The customer stated that he thinks the low blood glucose levels are due to high basal rates. The customer was advised to speak with their health care provider about their settings. The customer stated he was disconnected from the insulin pump. The customer disconnected the call and no further details were provided.